Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a gastric bypass, the device was assembled with the reload, however, the device would not fire. A new device was used to complete the surgery. There was no injury for the patient, no bleeding, no extension of time of surgery, no tissue damage, none parts of the device fall into patient's cavity. The last known patient status is fine. No reinforcement material was used.